Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to (FDA audit-observation #5 from fei (B)(4)). Complaint received as follows: "customer's complaint no : (B)(4). Description of complaint: it was impossible to deflate the balloon. Then the shaft was cut two times, but the balloon was not deflated. Guide wire was inserted inflation lumen, but the balloon was not deflated. Finally the balloon was tapped under echo measurement.

Manufacturer narrative:
This complaint was identified during retrospective review on complaints from our facility in malaysia. This is related to (FDA audit-observation #5 from fei (B)(4)). The event is deemed serious as it required medical intervention to prevent a possible serious outcome. From a clinical perspective, a causal relationship between the catheter and this event is deemed related because it was reported that the only way to remove it was to puncture the balloon through an invasive means.